Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose on her initial report was 234 mg/dl. Customer declined troubleshooting due to no delivery was resolved by set changed. Customer reported back for same issue no delivery. Troubleshooting was done. Customer's blood glucose was 273 mg/dl. Customer stated has tried all remedies and still did not work. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.